Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right exterior iliac artery. After a guide wire crossed the lesion, a 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 6 atmospheres. The second inflation was performed at 10 atmospheres and the third inflation was at 12 atmospheres. However, during the fourth inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was successfully completed with a sterling¿ mr balloon catheter with a different size. No patient complications were reported and the patient's status was stable.